Event description:
In 2006, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter would not power on. The senior medical affairs specialist spoke with the reporter on september 1, 2006 to obtain/verify information. The patient had been unable to test on original date and the day before. He had been taking his glucotrol medication; however, he was not administered his usual 130 units of insulin in the morning or 120 units in the evening. The reporter mentioned that he is on a sliding scale regimen. On original date, he complained of feeling dizzy, clammy, and sweaty. His wife contacted the paramedics and upon their arrival, a result in the 40 mg/dl range was obtained. He was administered juice and a retest prompted a 68 mg/dl on the paramedic's meter. He was not transported to the hospital. The reporter mentioned that the patient was a brittle diabetic and had been in and out of the hospital due to his uncontrolled blood glucose levels. The customer care advocate (cca) verified that the patient had been using the correct type of test strips, there had been no trauma to the meter, and the meter had not been downloaded prior to attempting to test. The cca walked the reporter through pressing the power button and inserting a test strips all the way into the test strip port. The meter powered on and the issue was resolved. A complimentary order was created for a meter, test strips, and control solution. This complaint is being reported due to the following conclusion: the patient was unable to test, was unabled to follow his medication regimen, developed symptoms of hypoglycemia, and received juice treatment from the paramedics for a blood glucose level in the 40 mg/dl range.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.